Event description:
An 80 yom adm. With chest pain, dizziness & change in mentation. Found to have difficulty with sensing of his ventricular lead which was also noted to be on recall. Underwent generator change & insertion of new ventricular lead. There was an underlying rhythm of 3rd degree heart block. Symptoms resolved after surgery. ECG rhythm strip showed pauses up to 4.2 sec. With movement without pacer spikes. ? Lead fracture. Medtronic rep. Completed pacemaker check up post op 9/13. O.r. Rpt indicates symptomatic over-sensing of existing unipolar pacing system.